Event description:
It was reported that on (B)(6) 2026, a 19mm epic max valve was chosen for a minimally invasive aortic valve replacement (mics avr) procedure. During procedure, the valve was seated into the annulus and the operation was completed using a non-abbott suture device. However, during follow-up, bleeding was identified because the tip of the non-abbott suture device had penetrated the aortic wall, and therefore a reoperation was performed with a new 21mm epic max valve. A redo avr (with annular enlargement) was conducted, and the procedure was completed. The cause of bleeding remains unclear whether the adverse event resulted from oversizing of the epic max valve or from the orientation of the non-abbott device. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of bleeding identified after 6-days of epic valve implant was reported. Also reported that a reoperation was performed with a new 21 mm epic max valve. To manage bleeding the aortic wall was reinforced using a bovine pericardial patch. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported bleeding appears consistent with non-abbott suture device penetrating aortic valve. However, this cannot be confirmed. The exact cause could not be conclusively determined. The surgical intervention was a result of reoperation performed to managing bleeding. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect- impact code: 4614.

Event description:
It was reported that on (B)(6) 2026, a 19mm epic max valve was chosen for a minimally invasive aortic valve replacement (mics avr) procedure. During procedure, the valve was seated into the annulus and the operation was completed using a non-abbott suture device. On(B)(6) 2026, during follow-up a bleeding was identified because the tip of the non-abbott suture device had penetrated the aortic wall, and therefore a reoperation was performed with a new 21mm epic max valve. To manage bleeding the aortic wall was reinforced using a bovine pericardial patch. The patient's activated clotting time (act) levels were 480s and the international normalized ratio (inr) was 2.0. A redo avr (with annular enlargement) was conducted, and the procedure was completed. The cause of bleeding remains unclear whether the adverse event resulted from oversizing of the epic max valve or from the orientation of the non-abbott device. The patient was reported stable.